Event description:
End users wife reported that the wheel lock covers on her husband¿s (B)(6) wheelchair are worn. One of the covers has worn off to the point where they lost it and the other is worn enough to expose metal underneath. The wife alleges her husband has bruises on his hands from using the wheel locks without the proper coverage. No alleged medical intervention.